Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was down. The customer stated that they had changed the service accounts. There were no changes made to the reporting. A technical support specialist checked the log and updated the report composer, setting the report data source username to cfnbd service, which resolved the issue. The reports were running successfully. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ es server was down. The customer reported that there was a delay to the patient's workflow and stations were currently set to critical override. There were no adverse events or injuries reported based on this incident.